Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with back-to-back results of 351mg/dl, 303mg/dl, and 106mg/dl. Reporter indicated that patient's therapy was not modified based on these values. No patient injury was reported and no treatment was received. A level-one control test was performed on the system and the result reportedly fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.